Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display of the insulin pump was blank. The troubleshooting was performed and it was found that there was no damage to the battery cap. Also, the battery contacts were not corroded. It was unknown if the customer had continued to use the device. It was reported that the display didn't returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, active current measurement, and self test. Pump failed sleep current measurement due to high current, problem isolated to partially detached power connectors. Pump successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The loaded voltage (loaded vlith) remained at 0v for the range of available data. No unexpected alarms noted during testing or found in the history files of traces. Pump was cut open to perform visual inspection and found loosely soldered and partially detached j6 and j7 power connectors. No evidence of moisture damage noted on the electronic assembly, battery tube, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Unexpected battery power loss confirmed due to high sleep current, problem isolated to partially detached power connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.